Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer reports that the right side brake is no longer locking properly.